Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The caller alleged that the aviva system gave lower than expected readings. The caller reported that he went to the hospital for a routine check-up. During his check up the hcp noticed that the patient's hba1c was 9. The doctor checked the memory log of the blood glucose monitor and reported that on (B)(6) 2018 the customer received the following blood glucose results; 06:15 - 98 mg/dl, 09:12 - 82 mg/dl, 09:26 - 89 mg/dl, 09:27 - "hi" (which on the system indicates a result in excess of 600 mg/dl), 09:29 - "hi" (which on the system indicates a result in excess of 600 mg/dl). The caller stated that based on the lower readings, he reduced the amount of insulin units he was suppose to take. The actual amount and type of insulin taken was not provided. At the hospital the patient's blood glucose result was 618 mg/dl and he was treated with 5 units of unknown rapid acting insulin, 14 units lispro insulin, and 1500 ml of "soil." It was reported that the patient experienced elevated blood glucose levels of a headache, sweating, and suffered a seizure. The patient was hospitalized for one night. Return of the suspect device was requested for evaluation.